Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent bilateral salpingo-oophorectomy and pubovaginal sling on (B)(6) 2004. On (B)(6) 2007, the patient noted vaginal bleeding that occurs after straining and a sensation of pelvic pressure. In addition, the patient also reported experiencing pain and vaginal granuloma. The patient was assessed and they had granulomatous lesion of the vagina versus erosion of mesh from previous pubovaginal sling. As a result, the patient underwent excision of granuloma and suture on (B)(6) 2007.